Manufacturer narrative:
The sample was received and sent to the sterilizer on 12 march 2007. Upon return of the sample from sterilization and completion of the investigation, a supplemental report will be submitted.

Event description:
The bd nexiva was inserted into the pt with IV tubing connected. Nurses were made aware of the problem when noticing blood leakage under the IV dressing. The extension tubing had separated from the securement platform.